Event description:
It was reported that, during preventative maintenance the cardiosave intra-aortic balloon pump (iabp) unit is not sliding into base correctly. There was no patient involved.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields; b5, b6, b7, d10, h6(impact code). A getinge field service engineer (fse) while on site to complete a preventive maintenance (pm) confirmed no parts needed device. The wheel housing slightly bent. Re-positioned framing to correct position verified operation. Unit past all functional and safety test per factory specifications. Return to customer and clear for clinical use. The patient involvement was unknown but no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not sliding into base correctly. No one was harmed.